Event description:
It was reported that a g2 filter that was implanted three days ago has 2 or 3 legs crossed. Filter remains in the pt. No injury to the pt reported.

Manufacturer narrative:
The device history record could not be reviewed as the lot # is unk. The result of the investigation was inconclusive as no sample was returned for eval. The current IFU (information for use) states the following precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.